Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded by customer.

Event description:
It was reported that during a surgical procedure, the blade broke. It was also reported that the broken piece was retrieved from the patient. It was further reported that there were no adverse consequences or delay as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
The reported event, for blade breakage, was not confirmed as the blade was not returned for evaluation. Without the blade, the root cause cannot be determined.

Event description:
It was reported that during a surgical procedure, the blade broke. It was also reported that the broken piece was retrieved from the patient. It was further reported that there were no adverse consequences or delay as a result of this event and the procedure was completed successfully.